Manufacturer narrative:
Evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with some scratches on the screen. Review of the device data log could not be downloaded. Functional testing included use testing. The pump was powered on and it immediately started double beeping. Device history record review was performed. Based on evidence, the complaint was confirmed. The root cause was attributed to the downstream sensor.

Event description:
Information was received indicating that this ambulatory infusion pump is emitting double beep no cassette alarm. It was also reported that the pump's screen is damaged. No adverse effects were reported.

Event description:
Per customer response email, no patient involvement.

Manufacturer narrative:
Other, other text: updated: a1, g1, h6 no patient involvement this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.